Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had high pacing thresholds and exhibited undersensing. The ra lead was surgically abandoned. Additional information indicates that the cause of undersensing and high thresholds were not determined. No additional adverse patient effects were reported.